Event description:
Patient with 1 hour 21 minutes left in 3.5hr hemodialysis treatment when machine with blood leak alarm. Blood leak confirmed with residual test strips. Treatment stopped, blood not returned and machine tore down and reset up to finish patient treatment. Optiflux 160nre dialyzer, lot# 23bu06024.